Event description:
It was reported that pump touchscreen was cracked and shattered, with damage under screen protector and display so illegible that customer could no longer interact with pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.